Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of needing assistance and more training with programming insulin pump. Customer reported that as result of incorrect programming, customer had high blood glucose of 41 mg/dl. Customer also reported of being hospitalized due to bladder infection caused by insulin pump. Customer reported of having symptoms of dizziness and shakiness; customer's blood glucose was 78 mg/dl. Customer was hospitalized for four days. Customer was advised that a request for training was sent to diabetic care manager. Customer was also advised to get settings from healthcare professional.